Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient thinks her leads shifted. Patient said she was feeling more symptom pain, so she tried to increase settings and it made her feel like she was going to have a heart attack. Patient wants to meet with manufacturing representative (rep) to check the device. Patient is not currently feeling like she is having a heart attack, but it's still not targeting all of her symptoms and she cannot increase to help symptoms.